Event description:
It was reported during a laparoscopic revision hiatus repair and nissen revision gastrectomy plus roux y reconstruction vagotomy procedure, the surgeon used the device and a green reload. The first fire went well. The second reload was opened and inserted and when surgeon fired for the second time the release button was stuck and the tissue was stuck in between the jaws. He had to convert to a laparotomy to un-stick the tissue and to get the device out.

Event description:
The device was being fired on stomach tissue. The device could not be opened intra-operatively, the surgeon had to perform a laparotomy to remove the trocar and device. It was forced opened with a straight sterile forceps. The patient was discharged and is doing well

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: damaged clamping mechanism. The analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received fully fired and with the lockout spring normal. In addition, the cartridge tip appeared to be melted. In order to evaluate the event reported, the device was tested for functionality. During the first test firing, higher than expected force required to fire on test skin. Slow firing trigger return was noted however, trigger opened on its own. On the second test firing, higher than expected force required to fire on test skin. Firing return trigger took 2.5 sec. To return to home position. The closing trigger returned immediately, but jaws did not open. Jaws were opened by pushing shaft toward the handle. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pusher tube was noted to be bent at proximal end causing extra friction with the channel retainer. The pusher tube was still engaged with the yoke flange. There was also evidence of flash on the axial pusher tube boss on the handle shroud. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.